Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Included with the implant was the zimmer "coonrad/morrey total elbow" booklet, which states that the patient must not lift more than five pounds with the operated arm. This event can be related to the patient not complying with the zimmer "coonrad/morrey total elbow" directions. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for a broken bushing. It is also reported that the patient was non-compliant in adhering to the (B)(6) limit.